Event description:
It was reported that during the procedure, a 3.5x15 rx vision stent delivery system (sds) was advanced for direct stenting of a heavily calcified lesion the mildly tortuous ostial left anterior descending (lad) coronary artery. The balloon was inflated to deploy the stent, however, the vessel appeared via angiogram to recoil. As it was believed that the stent had recoiled, post-dilatation was performed using a 3.5x12 nc trek rx balloon dilatation catheter (bdc), however, as the vessel and stent still appeared to recoil after post-dilatation, the physician then suspected that the stent was not on the balloon. Intravascular ultrasound (ivus) confirmed that the stent was not in the anatomy; the dislodged stent was found inside of the waste disposal can. Upon reviewing the procedural angiogram, a vessel dissection was noted. A 4.0x15 vision sds was then advanced, treating the lesion and dissection without incident. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information as provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.50 x 15 mm multi-link rx vision mentioned is being filed under a separate manufacturer report number. There was no reported product deficiency. The reported dissection is listed in the nc trek instructions for use, as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The treatment appears to be related to the operational context of the procedure.